Event description:
Doctor treated a (B)(6) female patient that presented with a osteoid osteoma located in the medial section of the right tibula. The skin was raised at the location of the osteoid. The depth of the tip of the rfa probe was 2cm. The starburst semi flex part number 700-103909 lot number: 54654, and starburst access system part number 700-102331 lot number: b1qr were used during the case. Access (under CT guidance) was initially attempted with the 11cm starburst access system. Doctor had difficulty penetrating the tibula by rotating the access system. Doctor employed a mallet on-top of the access system in an attempt to access the nidus, unsuccessfully. An ortho drill was finally used to obtain access to the nidus. The starburst access system was reintroduced into the channel. The starburst access system was reintroduced into the channel. The starburst xl was inserted into the access system, and visual confirmation of the tip of the xl probe was confirmed to be in the nidus. The dispersion pads were connected to the system and registered 30 on both window a and b. The probe was connected to the generator. The temperature was set to 100. Power was confirmed at 150 watts. Time was set to 6 minutes. The rf button was selected." Heating to target temperature " was displayed in the display window. "Efficiency" measured at 1. Approximately 30 seconds into the display window displayed "bad connection" and the generator terminated treatment, and started cooling down. The doctor examined the tip of the rf probe and determined that the center tine of the probe was intact. Saline was introduced via the lure cap on the rfa probe. Treatment was resumed until the doctor noticed a discoloration of the skin around the insertion site of the access system. The shaft of the access system was not hot. The doctor indicated that only the skin near the access site was "hot". Procedure was stopped at one minute when the doctor noticed the discoloration of the skin around the access system.